Manufacturer narrative:
(B)(4). Lifescan received the meter involved with this complaint and completed device evaluation on (B)(4) 2012. Investigation determined that the meter was not powering on because the battery contacts were found to be corroded and the battery's voltage was low/dead.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.